Event description:
During a laparoscopic assisted vaginal hysterectomy the tsw35 had unformed staples. This occurred on approx the fifth or sixth firing. A picture is being returned of the staples. It is unknown how the case was completed. There was no consequence to the pt.